Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump but the malfunction code was not resettable. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was not provided.